Event description:
The customer reported that their device had its service indicator illuminated and had the message "service" across the screen. With this message on the screen, the device is considered locked-up and cannot be used. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure and also observed the device to log event codes. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed pcb assembly and determined that the cause of the reported failure was due to the memory pcb. A component level cause could not be determined.